Manufacturer narrative:
(B)(6).

Event description:
It was reported that the balloon ruptured. The 100% stenosed target lesion area was located in a severely calcified blood vessel. A 5.00mm / 2.0cm / 90cm peripheral cutting balloon was selected for use. During the procedure, the balloon ruptured at 10atm on the second inflation the device was simply pulled out from the patient's body. The procedure was completed with another of the same device. No complications reported and patient's condition was good after the procedure.